Event description:
The customer reported that he was taken to the hospital by the paramedics due to low blood sugar. Troubleshooting was performed. In addition, a lead screw test was completed and passed.